Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The replacement lens was indicated to be another atiol. The specific model/diopter were not provided. The reporting facility has not provided any further information. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced an unexpected k reading shift of seven diopters. Additional information has been requested.